Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 85% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using another stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: a protective sheath was returned loaded on the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th and 19th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The device returned with a detachment on the hypotube 138.8 cm proximal to the distal tip, the detached portion of the device was not returned for analysis. The hypotube material was oval and jagged at the detachment site. No kinks we evident on the hypotube distal to the detachment site. No other damage evident to the remainder of the device. As no luer was returned for lot confirmation, the lot number can be confirmed based on the device deformation matching the what was stated in the event description. If information is provided in the future, a supplemental report will be issued.